Event description:
Customer reported the system displays an intermittent low ma error code. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the backplane. System operates as intended.